Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated accidental or unnecessary meal announcements by multiple caregivers, including several back-to-back dinner entries, prompting blood glucose variability and a request for a device factory reset; the user and caregiver completed the reset, after which they were unable to pair the ilet with the mobile app, and the user planned to replace an older, low-battery phone and retry pairing. Symptoms included no reported hypoglycemia or other adverse symptoms, and blood glucose was noted at 152 mg/dl. Outcomes included user education on factory reset and app pairing, with troubleshooting performed and plan to attempt pairing with a newer phone. Investigation included guided troubleshooting of the reset process and mobile app pairing workflow. Investigation of this case revealed user-related use error due to multiple meal announcements by different caregivers, with a contributory factor of an older, low-battery phone impeding app pairing; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and configuration factors rather than a device failure.